Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - the positive end-expiratory pressure (peep) on the unit will only read 40cmh2o no matter what it was set at. Internal inspection revealed that o2 wires had incorrect routing, tubing was kinked, tear tubing on port #8 was incorrectly routed. The tubing was then replaced and correctly routed.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text: device was not returned yet.

Event description:
It was reported to vyaire medical that the positive end-expiratory pressure (peep) on the ltv 1200 ventilator will only read 40cmh2o no matter what it was set at. There is no information of patient involvement associated with the event as of this time.